Event description:
Updated summary: customer reported having a low blood glucose value at 16:00 and said the pump did not suspend delivery of insulin. Low was treated with milk. Customer declined further troubleshooting. Customer will discontinue the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and the insulin delivery was not suspended and over delivering the insulin. The customer blood glucose event value was 45 mg/dl. The event involved product(s) mmt-332a, unomedical, unk_sensor, mmt-1884. Troubleshooting was partially performed. The pump auto mode/smart guard feature was active at time of low blood glucose event. The pump was in use within 48 hours of the low blood glucose event reported. No further patient complications were reported. No product return was required for mmt-332a, unomedical, unk_sensor, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.